Event description:
During a remote follow-up, episodes of under-sensing were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received indicating that undersensing was not present on the tendril sts lead with serial number (B)(6).